Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, a21 error test, displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. Customer stated that the insulin pump on his pocket and he slipped and fell on the pool. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.